Manufacturer narrative:
Batch review performed on 21 december 2021: lot 163360: 25 items manufactured and released on 12-sep-2016. Expiration date: 2021-aug-30. No anomalies found related to the problem. To date, 11 items of the same lot have been sold with no similar reported event since 2017. Additional implant involved: gmk-sphere 02.07.1204l tibial tray fixed cemented size 4 l (k090988) lot. 187284. Batch review performed on 21 december 2021: lot 187284: 59 items manufactured and released on 10-dec-2018. Expiration date: 2023-nov-27. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event.

Event description:
The patient had a primary knee surgery on (B)(6) 2019. On (B)(6) 2019, the patient came in due to instability which was caused by exercising. The surgeon revised the medacta 12mm poly with a medacta 17mm poly and the surgery was completed successfully. Presently, on (B)(6) 2021, 2 years and 5 months after the previous surgery, the patient came in reporting laxity in the knee. When revising the insert, it was noticed that the tibia was loose. The surgeon revised the tibial tray and insert. The surgery was completed successfully.